Event description:
This patient with an implanted pacemaker was being followed at the montefiore pacemaker center. On 3/23/92, the patient presented to the pacemaker center for evaluation of the pacemaker. The unit was noted to have sudden output failure with nosensing or pacing. On 3/24/92, the pacemaker pulse generator was replaced. The patient was in satisfactory condition post-operatively and the new pacemaker pulse generator was noted to be sensing and pacing. The patient was discharged to home on 3/25/92 in satisfactory condition.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: other. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: battery failure - accelerated depletion. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.